Event description:
Loss of right ventricular capture noted on EKG, (none observed on current egm) historically high rv threshold measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).